Manufacturer narrative:
The actual device was returned to the MFR for evaluation and a product investigation was performed. A visual inspection of the exterior cycler showed no sign of physical damage. A simulated treatment was performed & completed w/out any failures or problems. The valve actuation test passed, system air leak test passed, patient sensor calibration check passed and the load cell value and verification were within tolerance. An internal inspection of the cycler was completed, and the pneumatic filters hp2 is discolored. The cause of the observed discoloration could not be determined. The mushroom head check were completed and passed. A device record review was conducted and confirmed there were no deviations or non-conformance during the manufacturing process. Product labeling, material, and process controls were w/in specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was admitted into a nursing home for rehabilitation purposes due to two toe amputations and a liver infection. He stated the cycler was working perfectly and was not the cause of the patient's issues. Multiple attempts to obtain additional information from the patient's pd nurse was unsuccessful, therefore no additional information was available.